Event description:
It was reported that the lead was explanted due to noise and inappropriate shocks.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was found at 9.2-9.9cm from the connector pin, consistent with lead friction to the ICD can. The rv conductor was melted and the etfe coating of one sensing conductor was abraded. This is consistent with the observation from the field of noise.